Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a failed transmitter error and then an invalid transmitter ID alert. The transmitter had been in use less than 3 months. A root cause for the transmitter failed error could not be determined. A replacement transmitter was sent to the customer. As the transmitter was already being replaced for the transmitter failed error, customer declined to troubleshoot the invalid transmitter ID alert. No additional patient or event information was available.